Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) due to pain around the implant site. Additional information has been requested but has not been made available as of the date of this report.